Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12). During the procedure, while loosening the rotating hemostasis valve (rhv) to change the direction of pressure, the backend of the rhv came apart and could not be put back into position. Therefore, the rhv was removed. The procedure was completed using the same cat12. There was no report of an adverse effect to the patient.